Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the device upgrade procedure, high capture threshold was observed on the right ventricular (rv) lead. When the lead was plugged into the new device and placed inside the pocket, capture threshold rose significantly. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.